Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient was admitted to the facility on (B)(6) 2018 and had a 4fr dual lumen PICC placed in her right arm. It was reported that on (B)(6) 2018 the PICC was unable to flush. The catheter was pulled back 2cm and the issue was resolved. On (B)(6) 2018 the problem arose again, and the catheter was pulled back another 3 cm however a new PICC was placed. The second PICC had no issues for the duration of 6 week antibiotic therapy. There was no noted discomfort at any time from patient.